Event description:
Additional information received indicated that a chest x-ray was performed and the position of the lead was normal. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Far p-wave oversensing was observed due to possible atrial lead picking up far-field ventricular activity. A chest x-ray for the patient was recommended. No further information is available.